Event description:
It was reported that this patient was suffering from shortness of breath and fatigue with exertion. The arrhythmia logbook showed oversensing on the right atrial channel, while all lead measurements were stable and in range. Temporary bradycardia pacing was done to confirm oversensing. The signal increased in amplitude at higher heart rates resulting in right atrial oversensing of signal and a reset of the atrial rate thus slowing the patients heart rate. Technical services (ts) advised to considered starting the patient at a max tracking rate of 160 beats per minute and seeing how they do and then increasing or decreasing depending on symptoms and tolerance of right ventricular pacing at higher rates. The patient will return to the clinic in two weeks to monitor device behavior and symptoms and was told to contact the health care professional (hcp) if they experience worse symptoms. The health care professional (hcp) advised to contact the physician about atrioventricular noise disease and change in brady pacing mode that will likely result in an increase in right ventricular pacing. No adverse patient effects were reported. The device remains implanted.